Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, when attempting to insert sensor the plunger broke on retraction and the sensor wire remained attached to the applicator. No rga possible due to patient disposing of the applicator. At the time of the call with dexcom technical support, patient reported no injuries or medical intervention.